Event description:
The facility representative reported an infusor pump with a condition of clip where syringe loads is bent. It is unknown when this condition occurred. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a bent clip that holds the syringe was confirmed but not reproduced during product evaluation. Baxter engineering determined the cause to be a damaged pusher block assembly. The pusher block assembly was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.